Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a lap inguinal hernia repair by tepp and absorbable straps were used. When firing the mesh to the cooper's ligament, the strap would not adhere to the target tissue. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information was provided.